Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue, and as a preventive measure, the device's downstream sensor was replaced.

Event description:
It was reported that when the cassette is connected, the display shows "cassette not used". There was no patient involvement, and no patient harmed reported.